Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's scs ipg is depleted. An sjm rep met with the pt and confirmed the ipg does not communicate with the external devices. The pt stated, he has not charged this ipg in approx six months and has not been using the system. The pt communicated to his physician that he would like to have the ipg replaced and continue the scs stimulation therapy. Surgical intervention to address the issue is planned for a later date.